Event description:
The customer state that he was hospitalized due to hyperglycemia. Troubleshooting was performed and found that the insulin pump had alarmed no delivery prior to the event. The customer did not attempt to change his infusion set to rectify the alarm. The prime test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.